Manufacturer narrative:
On january 28, 2026, the mentor analysis lab received the suspect medical device for evaluation. On february 04, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned device revealed that the tissue expander had a crease/fold on the anterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.2 cm. A microscopic examination was performed, and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the tissue expander is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 750cc mentor artoura plus, smooth, high profile breast tissue expander prosthesis. Post-operatively, the patient was diagnosed with a deflated right expander by a medical professional. As a result, the patient underwent right-sided exchange and left-sided implantation with undisclosed breast tissue expanders on (B)(6) 2025. Post-revision, the surgeon observed the explanted device was collapsed but could not find any tears or leaks on the expander.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).